Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6210736. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the. Facility has had an increased amount of infection within the past six months. They are investigating batches of multiple products as well as the product bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Found during use. Serious injury. No other medical interventions noted.